Event description:
A company representative reported that during insertion, the tritanium tl steerable inserter inner shaft would not release the tritanium tl cage. The procedure was completed successfully using a replacement device with no surgical delay and no adverse consequence to the patient. This report captures the tritanium tl cage.

Event description:
A company representative reported that during insertion, the tritanium tl steerable inserter inner shaft would not release the tritanium tl cage. The procedure was completed successfully using a replacement device with no surgical delay and no adverse consequence to the patient. This report captures the tritanium tl cage.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.